Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2009-00694 and 1016427-2009-00106.

Event description:
The report received from another country's affiliate in post market surveillance case, indicated that pta was performed with an angioguard xp delivery and the stent placement (precise) were successful. During the procedure, after the stent was placed at the target lesion, the patient's blood flow stopped and his blood pressure dropped. Blood around the target lesion was suctioned by an aspiration catheter (eliminate, clinical supply) and ephedrine hydrochloride for hypotension was administered to the patient. His blood flow and blood pressure returned to normal during the procedure. The patient had no neurological symptoms was discharged from hospital. According to the physician, when the target lesion was post-dilated, the filter basket of the ag was clogged with the debris and led to the no flow. Pta was performed on a lesion in the right internal carotid with 90% stenosis. The lesion was pre-dilated with a 3.5 mm balloon at 6 atm and post-dilated with a 3.5mm balloon at 14 atm with an unknown brand balloon catheter. The residual diameter stenosis was 0% following post-dilatation. There were no calcification or vessel tortuosity. Act was maintained greater than 300 while the angioguard was deployed. The product was stored and handled according to the IFU. It was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The device did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the device towards the lesion and no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the device. The device passed through a previously placed stent. The filter basked was fully expanded with good wall apposition. Thrombus was present at the lesion after the post-dilatation. Additional details were not available.